Event description:
According to the reporter, in a whipple procedure, the stapler jammed upon firing and the purple reload could not be removed from the handle. Another handle and reload were used to complete the case. There was no patient injury. The sales representative received the handle with its internal mechanism in the shaft, where reloads are connected, sticking out, and its black retraction lever in handle was in a position of being fired to the end without a reload attached to it. The sales representative brought the protruding internal mechanism back inside in the shaft by forcing the black levers all the way to the back.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p6a1034); sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm, (lot # n5m1269y); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # n5j1731y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.